Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
It was reported that during an MRI scan for the patient's neck on (B)(6) 2023, the patient experienced a heating and vibrating sensations at the site of the ipg shortly after the MRI began. The scan was immediately stopped and the ipg was assessed by a manufacturer representative and the device was confirmed to be in MRI mode at the time of the scan. Patient was okay after the MRI was stopped. The scs system is MRI conditional for any body part to be scanned.

Manufacturer narrative:
A patient's ipg vibrating and heating during the MRI scan was reported to abbott. It was determined that during an MRI scan for the patient's neck, the patient experienced a heating and vibrating sensations at the site of the ipg shortly after the MRI began. The scan was immediately stopped and the ipg was assessed by a rep and the device was confirmed to be in MRI mode at the time of the scan. Patient was okay after the MRI was stopped. The scs system is MRI conditional for any body part to be scanned. No intervention is scheduled at this time.